Event description:
Per the clinic, the rechargeable battery for the sound processor was found to have swollen.the equipment was advised to be removed from service, and a replacement was sent. No reports of patient injury are associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to CAPA (B)(4). This report is filed (B)(4) 2013. Device not available for analysis.